Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following instruments didn¿t function correctly during knee revision surgery. The 860284. Lot unknown -pfc mod plus torque driver didn¿t appear to click at maximum torque causing the wobble bits to fracture. The 961673. Lot so2008134. -adapter torque wrench. The black plastic adapter that positions over the femoral adapter detached from the instrument during tightening. The 217863136. Lot tbjgf. - modified hudson adapter got stuck on one of the mbt reamers.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.